Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patent's hematocrit and hemoglobin levels were decreasing. The patient was transfused with 1 unit of packed red blood cells each day on (B)(6) 2017. On (B)(6) 2017, the proton pump inhibitor was increased to twice per day, and the patient was started on octreotide. On (B)(6) 2017, it was reported that the patient had a possible gastrointestinal bleed. No further information was provided.